Event description:
A hospital in (B)(6) reported that the water feedset line of an mr290 autofeed humidification chamber is "broken" between the water feedset line and chamber dome. This was reported before use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a break in the feedset tube where it is inserted to the chamber dome. The surface of the break is rough (not smoothly cut). A lot check revealed no other complaints of this nature for this lot number. Conclusion: the break of the water feedset tube appeared rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the water feedset line of an mr290 autofeed humidification chamber is "broken" between the water feedset line and chamber dome. This was reported before use.